Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported although the probe was connected, the sound only got louder during surgery (different level of sound than usual) and did not actuate, and connection failure occurred. The condition of aspiration was unknown. The surgery was completed after replacing the product with another one from a different pak. There was no patient harm. The procedure type was unknown.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and confirmed an occlusion due to excessive solvent in the tubing insertion to the gray connector of the probe. The tubing broke off in the entrance of the connector port when the tubing was tried to be pulled for further inspection. After an analysis and based on the condition of the sample, the root cause is potentially related to an error during the supplier¿s assembly process of the probe radio frequency identification (rfid). After an investigation of this complaint, it has determined that no further actions will be pursued at this time. The supplier has been made aware of the issue. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).